Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 was not detected on the bus. The field service engineer (fse) identified that the pyxis cable was loose and not connected. The fse reconnected the cable, checked the trays, and reseated the row board cables. Diagnostic tests were performed, and normal functionality was restored. The customer subsequently verified proper operation within the application. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed. The recovery storage space did not resolve the issue and performed a reboot of the station; however, the failure persisted after restart. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.